Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9157719.

Event description:
It was reported that the patient experienced a traumatic event. Following the event the patient experienced ineffective stimulation due to high impedances on one lead, and pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is at fault.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.